Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a could platform for eversense systems and also the transmitter diagnostic log provided by the user. Based on the review of the glucose data and transmitter log, the system was working within expectations. Overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. User was recommended to continue using the system, being sure to calibrate as requested, using true finger stick bg readings, entering the exact value from the bg meter and the exact time of the fingerstick. The user understood the information and had no further concerns. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer reported inaccurate sensor readings. No injury or medical intervention was reported.